Manufacturer narrative:
Title swan-neck versus straight peritoneal dialysis catheter: long-term effect on patient and method survival source indian journal of nephrology, volume 26, 2016 (343-346). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed between november 1993 and february 2013, there was a catheter failure noted for 11 patients, 5 patients of swan neck group had infections.